Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the procedure was lung segment resection. The product was used for right side chest. Drain was removed 3 days after the primary surgery, and re-operation was performed 7 days after. We cannot get additional information about the re-operation. Currently, the patient is recovering and has already been discharged. Did they put in any other chest drain other than the blake drain? No information. What was the indication for surgery? No information. What in the surgeon¿s opinion were the contributing factors to the patient empyema? The surgeon commented that inflammatory response is strong as the patient factor, there is no relationship with the blake (drain). Why does the surgeon believe that the chest drain led to emphysema? He doesn't think so. Was there any deficiency noticed with the drain? We don't hear that there was deficiency of the blake from the doctor. Lot number of drain? No information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a lung resection on an unknown date and a drain was used on the right side of the chest. It was also reported that the drainage could not be done properly because the drain was clogged due to viscous exudate. The drain was removed three days post operatively. The patient developed heavy inflammation. The patient had a chest empyema and reoperation was performed 7 days post operatively. The lot number is unknown. No sample will be returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/1/2020.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Based on additional information received, this medwatch report does not meet serious injury criteria. The medwatch report has been updated to reportable malfunction. Additional information was requested and the following was obtained: what in the surgeon¿s opinion were the contributing factors to the patient empyema? The surgeon commented that inflammatory response is strong as the patient factor, there is no relationship with the blake. Why does the surgeon believe that the chest drain led to emphema? He doesn't think so. Was there any deficiency noticed with the drain? We don't hear that there was deficiency of the blake from the doctor.